Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, pump would not recognize a closed door, was conifrmed and reproduced during the device investigati on while attempting to load a set. The pump would alarm door not fully latched while attempting to load a set. This condition was determined to have been caused by a loose link screw. The link screws were replaced.

Event description:
It was reported a spectrum pump would not recognize a closed door during biomed testing. It was also reported there was no patient involvement.